Event description:
The customer reported that the system was unable to display interpretable images. No injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative adjusted the tracking on the camera to meet required specifications, and reseated the keyboard on the workstation. The system was tested and found to be working as intended and put back in service.